Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
The customer contacted physio-control to report that during a cardiac arrest event, the device delivered two defibrillation shocks to the patient and then appeared to lock up with a black screen. The device would no longer respond when any button was pressed on the keypad. The customer indicated that the crew continued CPR until the back-up device arrived on scene, which took approximately 4 minutes, and then care was continued. The customer did not have any additional information on the event or patient.

Manufacturer narrative:
Physio-control further evaluated the customer's device and was unable to conclusively determine the cause of the reported issue. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation on the customer's device and verified the reported issue through the device's electronic records. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a cardiac arrest event, the device delivered two defibrillation shocks to the patient and then appeared to lock up with a black screen. The device would no longer respond when any button was pressed on the keypad. The customer indicated that the crew continued CPR until the back-up device arrived on scene, which took approximately 4 minutes, and then care was continued. The customer did not have any additional information on the event or patient.

Manufacturer narrative:
Physio-control received additional patient information from the customer. (B)(6), female, (B)(6). Hyperlipidemia, kidney failure, nephrectomy, shoulder surgery, kyphosis, htn, gerd, ulcer, dm. Adverse event and/or product problem of the initial medwatch report indicates: product problem. Adverse event and/or product problem of the initial medwatch report should indicate: adverse event. Outcomes attributed to adverse events of the initial medwatch report was blank. Outcomes attributed to adverse events of the initial medwatch report should indicate: death (B)(6) 2017. Initial medwatch report indicates (type of reportable event): malfunction. Type of reportable event of the initial medwatch report should indicate: death. (B)(4).